Event description:
The physician made a surgical incision. Approximately 30 minutes later: flames were seen coming out of the electrosurgical pencil. Patient not burned at incision site; no burn noted at electrosurgical pad site. New electrosurgical machine, pencil, and pad placed on patient.